Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was intermittently unable to cancel the bolus on the pump touchscreen. Reportedly, the touchscreen was responding as intended for other features of the pump. Additionally, during these events, the customer reported having entered the incorrect number of units into the bolus menu and requesting the bolus. Reportedly, the issue was resolved by disconnecting from the infusion site and reconnecting after completion of the bolus delivery. Blood glucose level was not impacted.